Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited high impedance. The patient presented in clinic and x-ray revealed that the lead was fractured with externalized conductors. On (B)(6) 2018, the lead was capped and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the distal portion measuring 48.4cm was returned for analysis. Internal insulation abrasion was noted at 6.5-6.6 cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 10.3-14.0cm from the distal tip. External insulation abrasion was noted at 36.6-37.6 cm from the distal tip consistent with lead friction to the device can or feature of the heart. The etfe coating was intact at these locations.